Event description:
It was reported that the procedure was to treat the diagonal, which was very calcified. The ostium of the diagonal was ballooned, at which time a dissection occurred. The mini vision was advanced, but could not cross. It is unsure if it was hanging up on the calification, or on a previously implanted stent (from another procedure). As the stent was being withdrawn into the guiding catheter, it dislodged from the balloon, and remained on the guide wire, so a snare device was used in an attempt to retrieve it. As the snare was pulling back, the stent slipped off and could not located. An attempt was made to use another mini vision to continue with the procedure, but it also failed to cross and was removed without issue. Upon review of the films, the dislodged stent could be sen floating in the left stent); however, it is unknown if the stent was removed during this procedure. The pt is reported to be doing fine.